Event description:
During preparation for cardiopulmonary bypass, the air bubble sensor could not be initialized. The sensor was replaced. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Eval in progress but not concluded.